Manufacturer narrative:
Date sent: 10/14/2008. Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad detached and inside a sample bowl. It should be noted that each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. In addition, the blade was noted to be scorched, but was determined to be fully functional during testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the tip broke off into the patient. The piece was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.